Manufacturer narrative:
The device in question has not been returned to boston scientific for evaluation. The catheter used in the procedure is unknown (therapy date in 2006). Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If the device in question is returned or if further significant information is found, a supplemental report will follow.

Event description:
The hospital reported that, the user performed an emergency-intervention to treat a lysis. The procedure performed was an aneurysm embolization procedure. While navigating the device in question and catheter, the user noticed particles, which appeared to be parts of the guidewire coating. The hospital reported that, the device in question was not saved, and that 2 wires were used with 2 different lot numbers. There were no patient complications.